Event description:
An xi intuitive prograsp instrument became lodged in a laparoscopic trocar. It was unable to be removed from robotic arm. The prograsp with the trocar connected was removed and a new prograsp instrument was opened to complete the case. There was no patient harm noted.